Event description:
It was reported that the customer received multiple altitude alarm. Reportedly, the altitude alarms occurred when the customer was sleeping and the pump was between customer's body and the mattress. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received, a supplemental form will be completed.